Event description:
The manufacturer received information alleging a testing failure occurred on a trilogy 100 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy 100 ventilator was returned to the third-party service center for remediation and repair. There were no visible foam particles visualized in the device assembly. During repair testing, the device failed the low flow oxygen test during functional testing. The inlet air path foam was replaced to address the issue. The device was sent to high level repair and re-tested. The device passed the testing. In conclusion, the device's inlet air path foam was replaced to address the issue. The root cause is confirmed at this time. Additional findings not related to the malfunction/issue: during the evaluation it was noted that the rubber feet were missing and the handle o-rings required replacement. The rubber feet and the handle o-rings were replaced.

Manufacturer narrative:
This is a correction to the previously submitted emdr: the manufacturer received information alleging a testing failure occurred on a trilogy 100 ventilator. The device was not in use on a patient at the time of the occurrence. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The trilogy 100 ventilator was returned to the third-party service center for evaluation. There were no visible foam particles visualized in the device assembly. The inlet air path foam was replaced as part of maintenance. The ventilator failed functional testing with "oxygen low flow". The device was sent to high level repair to address the test failure. No additional information is available at this time. A follow-up report will be submitted upon receipt of additional information from high level repair. Additional findings not related to the malfunction/issue: during the evaluation it was noted that the rubber feet were missing and the handle o-rings required replacement. Therefore, the rubber feet and the handle o-rings were replaced.

Manufacturer narrative:
Clarification of information from the device evaluation dated 30 august 2025 indicates the manufacturer received information that a trilogy o2 ventilator was returned to the third-party service center for remediation and repair. During the initial evaluation and testing of the device it was reported the device had a functional test failure for "o2 low flow". The device was sent for high level repair where the device passed rework without duplication of the "o2 low flow" failure reported from the initial evaluation and testing. Additional findings not related to the alleged test failure: the missing rubber feet were replaced, and the handle's o-rings were replaced. No additional parts needed to be replaced.